Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 115 or 150 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2020 it was reported that the patient had an MRI about 3 hours ago and the motor stall had not yet recovered. No patient symptoms/complications were reported. No further complications have been reported as a result of this event.